Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2022. H3 investigational summary: the product received for analysis was identified as product code j317h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total vaginal hysterectomy for uterine prolapse procedure on an unknown date and suture was used. During the procedure, the product was used for the levator ani muscle, but the needle was broken at the swage part. The broken needle fell into the tissue and could not be removed. After x-ray examination, the broken needle was found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was the exact issue (did the needle broke or did the needle got separated from suture)? Please confirm: the needle broke. Was the needle piece removed from the patient during the same procedure? No further information is available. What is the patient¿s current health status and condition? No further information is available. Was any other tissue damaged as a result of searching the needle? No further information is available. Could you please clarify if there was any surgery prolonged due to this issue? Please confirm: no further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.